Event description:
It was reported that the facility was attempting a non-conditional magnetic resonance imaging (MRI) with products from multiple manufacturers. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).